Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification for the customer reported issue 'no drop was dripping from the drip chamber. The pump did not detect this' could not be reproduced during evaluation. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was not dripping from the drip chamber. The IV pump did not detect this, and was showing the drip symbol on the right corner of the pump screen. The IV pump states that fluids were infusing even though it was not as the fluid in the buretrol did not appear to be decreasing and as mentioned, no drops were dripping from the drip chamber. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.